Event description:
The patient experienced pain and a suspected infection of their popliteal lead. The patient's leads were removed and the patient was admitted to the hospital and prescribed antibiotics.

Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. The patient had both of their leads removed prior to the planned end of treatment date due to a suspected infection of their popliteal lead. The patient reported "excruciating" pain in the posterior region of their knee beginning the week prior to this complaint being reported. The patient denied experiencing any erythema or drainage from the lead exit site in association with the pain. Per an update provided by a representative in contact with the patient's provider, the patient was admitted to the hospital on the date of lead removal and was discharged the following day. The provider clarified that the hospitalization was primarily for the purpose of ruling out osteomyelitis; no further information was available explaining why osteomyelitis was initially a concern. No information regarding what testing was performed during the patient's hospitalization to characterize the issue (e.g., cultures, diagnostic imaging) was available at the time of this investigation. The patient was prescribed antibiotics for treatment of the issue during and following their hospitalization. The issue resolved with no lasting effects, per an additional update received from the patient's provider. It is not suspected that the sprint product was faulty or had any specific deficiency based on the information available in this report.